Manufacturer narrative:
Expiration date: na

Event description:
A report was received that an electrode wire had broken from the hub.

Manufacturer narrative:
The device will not be returned to bsn for analysis as it was discarded by the medical facility. A review of the manufacturing documentation for the electrode revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that an electrode wire had broken from the hub.